Manufacturer narrative:
The customer reported problem was confirmed. The device was repaired, passed all required testing and specifications, and released back to the customer. A review of the device history record for sn (B)(4) was performed from date of manufacture 11mar2014 to the present date 5jan2021 and confirmed that this device was not previously returned for servicing.

Event description:
The customer reported the device failed preventive maintenance. Split nut test failed. There was no patient involvement.